Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited low impedance. The physician elected to perform a defibrillation test on the lead during a generator change. The lead will be kept in service or revised based on pending test results. No further information is available.